Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient was incarcerated for something that she didn't do and she had to be brought to her refill appointment in shackles. The healthcare professional (hcp) refused to perform pump refill, abruptly discharged her and told her she could go through withdrawal in jail. Patient ended up going through withdrawal and her pump was now empty and had been beeping. It had given her a chance to re-evaluate her pain and her pain also was worse due to the weather but she realized she really did need the pump because she had been in a terrible amount of pain. No interventions were mentioned. No further complications were reported.